Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported all programs in the scs system were auto-reducing. The sjm representative met with the patient and the issue was unresolved. It was reported 3 contacts were valid, but the rest of the contacts were invalid. The patient was using one program to provide minimal coverage to the calf. The physician planned surgical intervention to address the issue.